Event description:
It was reported that the patient contacted support due to issues with insulin dosing and observed insulin present inside the cartridge chamber. Upon review, it was identified that the patient had been connecting cartridges to the tubing outside of the device during the supply change process, a method that had not previously caused noticeable issues. The proper supply change protocol was reviewed in detail, including the importance of following the recommended steps, and the patient acknowledged understanding. A replacement was issued to account for insulin wasted during multiple supply changes and to ensure the patient had adequate supplies while traveling for work. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.